Event description:
This patient required tracheal intubation for maxillary surgery. A 7.5 parker nasal endotracheal tube (ett) was prepared; the balloon cuff was intact when checked pre-intubation. The ett was placed via the right nostril in 12 seconds under direct laryngoscopy. Magill forceps were not used. A large gas leak was evident immediately. The ett was removed and a 2 centimeter tear in the balloon cuff was obvious. A second parker nasal ett was placed easily, again under direct laryngoscopy without magill forceps. The balloon cuff appeared intact. However, thirty minutes later, slow gas leak was detected. The case proceeded and when the ett was removed, again, there was a 1 centimeter tear in the pilot balloon. Both endotracheal tubes were from lot 1501nc0101l, reference number h-pfnc-75. Manufacturer response for parker endo-tracheal tube, parker nasal ett (per site reporter): the manufacturer rep has been contacted.